Event description:
A customer observed non-repeatable positively biased k+ results on two pt samples. Positively biased results of this magnitude may result in inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation indicated that the samples appeared typical (not hemolyzed). The customer did not observe any analyzer condition codes at the time of the event and there was no evidence of analyzer malfunction. All qc results were acceptable. The root cause of the event is unk.